Manufacturer narrative:
No part received by manufacturer. Event problem and evaluation: on-site trouble-shooting consisted of re-booting the imaging system multiple times and re-seating the umbilical cable, which appears to have resolved the issue. The site was then able to take images. No further issues were reported. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system displayed a framerate error message during a spinal fusion procedure while taking a spin. In trouble-shooting, the system was re-booted multiple times and the umbilical cable was re-seated, which resolved the issue. The site was able to take images and the navigated procedure was completed using the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. No further issues were reported. There was no impact on patient outcome.